Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period.  The device was not returned for evaluation, as it was infected with endocarditis. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
Through review of slides "poster: early outcomes of edwards inspiris resilia valve in clinical practice - jahangeer, manchester royal infirmary, UK" presented at the heart valve society meeting held in abu dhabi and article "early outcomes of edwards inspiris resilia valve in clinical practice" authors saleem muhammad jahangeer et al , edwards learned that a patient with a 23mm aortic valve had endocarditis after an approximate implant duration of 15 days. The infected valve was explanted. As reported patient presented with temperature and suffered an embolic stroke. There was no organisms grown on culture and patient was put on high dose antibiotics prior to redo surgery.

Manufacturer narrative:
H11: corrected data  correction: the g4 date on the initial MDR for the initial aware date should be (B)(6) 2020.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.